Event description:
It was reported that the camara head experienced a cut in the universal cord during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure. A root cause could not be identified. A review of the device history record was not conducted. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.